Event description:
After 2 years of cochlear implant use, this patient reportedly experienced decreased auditory performance. At that time, the healthcare professional reported that their were several faulty electrodes on the electrode array. Integrity testing in 2004 confirmed multiple short circulated electrodes. These electrodes were deactivated in the patient's speech processor program. One year later, the healthcare professional reported that the patient's auditory performance had decreased further and that additional electrodes had been deactivated in the patient's speech processer program. Explantation and reimplantation surgery will be scheduled.